Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 59 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did have a bent cannula on the sensor. The sensor will be returned for analysis